Event description:
A user facility returned an electromechanical ambulatory infusion pump, stating that it had a condition of under delivery that was seen as a back flow. The degree of under delivery was not provided by the user facility. There is no report of pt injury.